Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device did not provide heat when activated. They switched the cord but still had no power. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to the factory for evaluation. Visual inspection revealed no non conformities with the device. There was evidence of clinical usage and slightly evidence of blood on the device. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pss the pre-cautery test; it did not produce steam and heat during several activations. To further investigate the device, the handle was opened to check the electrical cable connections. During the inspection, one cable was noticed disconnected from the micro switch. Based upon these findings, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).